Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax medical was made aware of a complaint on 06jun2019 stating "brush stuck/broken in channel", involving video gastroscope, model ec38-i10l, serial number (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation on 12jun2019. The pentax medical service repair technician documented a check valve stuck inside biopsy inlet t-piece on (B)(6) 2019, confirming the customer's complaint. Accessory stuck in primary operation channel, up angulation decreased, left light carrying bundle distal cover glass cracked, passed wet leak test, umbilical cable buckle at umbilical connector side, suction tube resistance, passed dry leak test, customer complaint confirmed, hole in # 1 remote control button cover, down angulation decreased, right /left angulation knob play, up/ down angulation knob play, right angulation decreased, left angulation decreased, image spots, objective lens scratched. On 13jun2019, the service repair team notified the complaint handling unit of the stuck check valve. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on 27jun2019 stating that they were not aware of the stuck accessory in the scope. When the user felt the resistance during the procedure, the scope was pulled immediately from circulation and subsequently called in for service and a new scope was used to finish procedure. This event did not contribute to or cause a serious injury or death of a patient or user. The instructions for use (IFU) for reprocessing of pentax video scopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.